Event description:
The complaint/event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. Fluid reportedly began leaking around the spinning spiros on the secondary line as soon as the rn pushed start on the plum pump during a patient's infusion. The nurse set up for the infusion as follows: leucovorin was hung, attached secondary tubing (from the pharmacy) to the clave on the primary line. The rn closed the clamps on the secondary line and turned off the pump. The pharmacist, nick, was informed and the bag and device were returned to the pharmacy. Pharmacy changed out the secondary tubing and returned the bag; the bag did not have to be remade or wasted.

Manufacturer narrative:
Although the device was requested multiple times to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. If additional information becomes available, supplemental vigilance report(s) will be filed at that time.

Event description:
A medsun medwatch uf/importer report # (B)(4) received on 05-jun-2025.

Manufacturer narrative:
No 14687-15 product samples, videos or photographs were returned for investigation. The device history lot number was not reviewed; no lot number information was provided. The complaint cannot be confirmed, without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Corrected information in section d, g2, and g4.